Event description:
It was reported that the patient experienced a reduction of pain relief for the past month. A side port study was performed on (B)(6) 2012 and they were unable to aspirate. The patient was being weaned in preparation for a catheter replacement. The pump was delivering dilaudid and bupivicaine.

Event description:
Additional information received reported that the old catheter was not explanted. The catheter was left in place and a new one was implanted, therefore there was no explanted product. It was reported on (B)(6) 2012 that the patient was receiving therapy and the healthcare provider was still titrating the medication in the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model#8731sc serial# (B)(4) implanted: (B)(6) 2010 explanted: unk. (B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), explanted: not applicable/not explanted. Product type catheter.